Event description:
(B)(6) 2012 - the dealer stated that the 66550 rollator rear wheel was splitting. There was no reported patient injury.

Event description:
(B)(6)-2012 - (B)(6) - the dealer stated that the 66550 rollator rear wheel was splitting. There was no reported patient injury.

Manufacturer narrative:
(B)(4).